Event description:
Medtronic received the following information obtained from the journal article entitled; re: proximal uncovered stent disconnections with the standard and low-profile zenith aaa stent-grafts maria lucia lopez carreira, md, francisco rielo arias, md, and josé ramon pulpeiro rios, md (journal of endovascular therapy 2016, vol. 23(4) 670¿ 671). An endurant cuff was implanted in a patient for the emergent endovascular treatment of a type ia endoleak resulting in aneurysm rupture from another manufacture¿s device in (B)(6) 2016. It was reported that the patient had internal bleeding for approximately 7 days due to another manufacturer¿s stent graft proximal type I endoleak, prior to the implantation of the endurant aortic cuff. During the deployment of the endurant aortic cuff the tip of the catheter was caught on the suprarenal strut due to the angulation of aortic neck. The physician was able to rotate the device and the delivery system was removed from the patient without issue. The endurant aortic cuff was successfully implanted resolving the proximal type I endoleak. The patient expired 24 hours after the procedure from multi-organ failure. Per the physician, the deployment difficulty was related to the patient¿s anatomy and the patient¿s death was not related to the implantation of the endurant aortic cuff, but due to the loss of blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.